Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer had intermittent blood glucose issues. The pump displayed as "high" on the continuous glucose monitor (cgm) and customer also experienced a low blood glucose (bg) level of 36 mg/dl. Cause was not known. Elevated glucose level was resolved with a correction bolus via pump and low glucose level was addressed by consuming carbohydrates with no permanent damage. Customer continued using current pump for insulin therapy.